Event description:
It was reported that the user's dexcom g7 continuous glucose monitor failed to pair with the ilet, the ilet bluetooth displayed 0.0.0, and the ilet repeatedly returned to ¿start sensor,¿ resulting in the user reverting to subcutaneous insulin injections while traveling; the user reported elevated glucose with heavy food and alcohol intake. Symptoms included hyperglycemia with a reported glucose high of 555 mg/dl. Outcomes included no health consequences or lasting impact, no outside assistance, and no medical intervention. Troubleshooting and education were completed, and a replacement was arranged, after which the user continued management with multiple daily injections. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet that prevented automated glucose control; no additional device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-to-pump connectivity failure leading to loss of automated dosing and hyperglycemia managed with injections.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.